Manufacturer narrative:
The suspect cup transfer assembly was returned to tosoh instrument service center for investigation. A visual inspection revealed no shipping damage. Functional testing was performed via electrical connection of the cup transfer assembly to the aia-900 test instrument. Connection attempts to the home unit via mainte all home function confirmed a faulty cup transfer assembly. The probable cause of the issue is attributed to faulty cup transfer assembly.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log and was able to reproduce the issue. Troubleshooting steps found that the cup transfer assay was not functioning. The fse replaced the cup transfer assay then reanalyzed the sample which passed with no errors. Controls were performed and recovered within the manufacturer ranges. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [2163] c.transfer cup not released. Cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. The probable cause of the issue is under investigation.

Event description:
A customer reported receiving error 2163 message while operating on the aia-900 analyzer. The customer stated the system continued to detect a cup after it was released. An all set home function was performed and the analyzer was reset. The customer then attempted to reanalyze a sample, but the error occurred. Technical support had the customer open the analyzer and found a cup in the claws of the cup transport. The customer was instructed to clean the cup transfer claws. The customer called back several days later and stated after cleaning the cup transfer claws, samples were able to be analyzed for one day. However, the same error reoccurred and controls could not be performed. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.